Manufacturer narrative:
Based on the results of the investigation, they type of foreign material and a most likely cause of foreign material in the scope could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the connecting tube, bending section cover adhesive and plastic distal end cover has foreign objects. There was no patient involvement.